Event description:
Pt sustained tear of pulmonary artery during diagnostic heart catheterization. Pt developed distress following attempts to "wedge" catheter in pulmonary artery. Autopsy revealed pt to have underlying disease placing her at high risk for pulmonary artery rupture. Pt had significant pulmonary hypertension and severe atheroschlerotic disease of the pulmonary vasculature.